Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. The recipient will reportedly not be reimplanted. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2017, the recipient was prescribed clindamycin. The recipient underwent irrigation and drainage at the implant site, however, the infection did not resolve. On (B)(6) 2017, the recipient was hospitalized. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient's site has reportedly healed. The recipient is doing well.